Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. Additional information was requested, and the following was received: during the initial procedure was the anvil removed or did this require a second surgery? Did the device complete cut and staple circumferentially? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. It didn´t require a second surgery. The device complete both cut o staple. There were no issue with the staple formation. H11: corrected data = h1; updated from serious injury to a malfunction. Upon review of the information provided, it was concluded that this event does not meet the criteria for a serious injury and has been captured as a malfunction. Please see h10, additional information received.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Medical device: batch # u5d490. (B)(4). Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Please explain what is meant by ¿the cap.¿ are you referring to the entire anvil or the blue colored plastic tip? Can you please provide a picture of the cap? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Response: the surgical procedure was low anterior resection, the indications are unknown for me. I have no picture. I am referring to the entire anvil. ½ to ¾ counter-clockwise were used to open the devise. The two last questions, I don´t know. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to anvil issues insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. To difficult to removed open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during removal of the staple the cap remains in the intestinal tract. They had to do sigmoidoscopy with the help of the diathermy loop to get it out. The surgery was delayed by an unknown amount of time.